Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent abdominoplasty on an unknown date and topical skin adhesive was used. Three-days post-operatively, the patient experienced peri-incisional edema. The physician plans to remove the product from the incision to drain the wound. Additional information has been requested.